Event description:
A healthcare professional reported that a glidewell ht implant failed. The patient's bone quality is type iii and the patient's oral hygiene is reported as good. The patient presented within three weeks of implant placement on tooth #19. Upon examination, the provider noticed the implant had failed to osseointegrate. The implant was removed and not replaced. The patient's symptoms resolved after implant removal. Per the reported information there are no preexisting medical conditions.

Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).